Manufacturer narrative:
As the product has not been returned for investigation and the production data comply with the specifications, the complaint could not be replicated. Production reports were reviewed. Device was not returned to manufacturer.

Event description:
Reporter stated the infusion device displayed an e6 mechanical error while in use, and she was unable to clear the error message by pressing the check button. She experienced hyperglycemia and felt dizzy and feeble. She changed the battery and this resolved the issue. The infusion device was requested for evaluation. She did not require treatment from a healthcare professional or second party to address the issue.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.